Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to lack of treatment. During follow-up, the patient stated the hospitalization was for lack of treatment related to draining issues and retention of fluids. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to kidney failure and weakness. The patient was in active treatment at the time of the event. The patient was admitted with a diagnosis of end stage kidney disease related to diabetes mellitus type ii. The patient was seen by the vascular surgeon. The patient¿s pd catheter was evaluated. The patient underwent a kidney, ureter, bladder (kub) scan. The results were inconclusive. The patient was scheduled for a follow-up with the doctor on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient¿s hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The admitting diagnosis did not document any fluid retention issue. The patient continues to complete ccpd therapy but continues to encounter draining issues. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
Correction: b.2.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to lack of treatment. During follow-up, the patient stated the hospitalization was for lack of treatment related to draining issues and retention of fluids. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to kidney failure and weakness. The patient was in active treatment at the time of the event. The patient was admitted with a diagnosis of end stage kidney disease related to diabetes mellitus type ii. The patient was seen by the vascular surgeon. The patient¿s pd catheter was evaluated. The patient underwent a kidney, ureter, bladder (kub) scan. The results were inconclusive. The patient was scheduled for a follow-up with the doctor on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient¿s hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The admitting diagnosis did not document any fluid retention issue. The patient continues to complete ccpd therapy but continues to encounter draining issues. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
Clinic review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to lack of treatment. During follow-up, the patient stated the hospitalization was for lack of treatment related to draining issues and retention of fluids. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to kidney failure and weakness. The patient was in active treatment at the time of the event. The patient was admitted with a diagnosis of end stage kidney disease related to diabetes mellitus type ii. The patient was seen by the vascular surgeon. The patient¿s pd catheter was evaluated. The patient underwent a kidney, ureter, bladder (kub) scan. The results were inconclusive. The patient was scheduled for a follow-up with the doctor on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient¿s hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The admitting diagnosis did not document any fluid retention issue. The patient continues to complete ccpd therapy but continues to encounter draining issues. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.